Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. At receipt the ipg successfully communicated with lab utilities and displayed a low battery warning error and was at stimulation off. The returned ipg accepted charge and was fully recharged at lab charging bank within specifications. The ipg also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Exact date of implant is unknown. Date of event and therapy date estimated. Concomitant medical products model unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22809. It was reported that the patient experienced ineffective therapy. Diagnostics revelated low impedance. Additionally, patient required MRI ability. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted and replaced with a new system addressing the issue. Reportedly, stimulation is working fine post operatively. The ipg was implanted in 2013. Exact implant date unknown.